Event description:
It was reported, the patient experienced "shocking sensations." The patient stated, she underwent "electrical testing" where she had needles inserted "into the muscle in the body." She further stated, these tests involved "shocking to test the nerves" and were performed "all over her body." The patient reported since these tests she experienced "shocking sensations from her device." It was noted that the device was "turned off during the two tests" and that she "failed the tests in the vaginal and rectal area." The patient stated that "whenever she turns the device off or when she has diarrhea, that she has too much stimulation and causes bleeding." It was noted, the patient would "turn the device off to give her bowels a chance to relax." The patient further noted that "she needed the device on to have a bowl movement." The patient stated, she "had no bowl problems before she was implanted" with the device. It was reported, the patient was having her device explanted so she could have an MRI. It was noted, the MRI was being performed due to "a spinal problem" and "ongoing back and neck pain issues." The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28 lot# v896802, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patients device was removed. It was further noted that the patient was going to have a new device implanted following the MRI. It was noted that the patient had a catheter. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).